Manufacturer narrative:
Other devices involved in this event: controller/ (B)(4), cat#: 1403us; mfg date: 02/29/2014; exp date: 02/29/2016: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), users are instructed to never disconnect both power sources at the same time since this will stop the pump. At least one power source must be connected at all times. Users are also warned to always keep a spare controller and fully charged spare batteries available at all times in the case of an emergency. The IFU further notes that patients with a fused aortic valve, an aortic valve that has been sewn shut due to aortic valve regurgitation, or patient with very poor ventricular function should be educated in the importance of having a backup controller readily available at all times including when changing power sources. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Pump stoppage has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Death is a potential event that may be associated with use of this product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Log file review date:  8/11/2016, dated through (B)(6) 2016:  power consumption below normal operating range.  The 14 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 1.7 lpm. Last data point logged before a 4 hour data gap was on (B)(6) 2016 at 19:09:48. The 3 controller power-up and associated pump start events were logged on controller (B)(4), indicating a loss of power to the controller. The controller power-up events were logged at the following times: on (B)(6) 2016 at 23:17:11; on (B)(6) 2016 at 23:42:38; on (B)(6) 2016 at 00:20:01. A review of the controller log files associated with the event confirmed the suspected pump stop with the last recorded data point on (B)(6) 2016 at 19:09:48pm. Three controller power-up and pump start events were logged indicating a loss of power to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that a patient was found down by his daughter on (B)(6) 2016. Of note, this patient had an oversewn aortic valve. The site reported that the patient had received an ICD shock at approximately 7:30pm that evening. When the patient was found, his daughter noted some damage to power port 2 of the patient's controller. It is suspected that the patient had accidently disconnected both power sources at the same time. It appears that the patient was trying to quickly restore battery power and bent the pins of power port 2 in the process. These bent pins did not allow a power source to be attached. The daughter is reported to have attempted to restart the pump but the patient appears to have expired long before she arrived. The pump was restarted at around 11:30pm. Resuscitative efforts by paramedics who had been called to the patient's home were unsuccessful.. These efforts were discontinued and the hvad was turned off on (B)(6) 2014 at 12:20am. The exact cause of death was reported to be unknown and an autopsy was not performed. The pump remains implanted in the patient post-mortem. Of note, the patient's daughter plans to keep the associated controller.

Manufacturer narrative:
(B)(4). (B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing and inspection documentation of the devices confirmed that the associated pump and controller met all requirements for release. The reported event was confirmed via log file analysis which revealed a loss of power on (B)(6) 2016 with a maximum pump off time of approximately 4 hours and 8 minutes. (B)(4) (25% capacity) was connected to port 1 and (B)(4) (96% capacity) was connected to port 2 at the last data point at 19:09:48 before the first loss of power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported event may be attributed to accidental disconnection of both the power sources. Clinical factors that may have contributed to the patient's death include the patient's pre-existing history of an oversewn aortic valve in conjunction with the patient's suspected inadvertent disconnection of both power sources. Though the root cause of the event could not be conclusively determined, there are patient factors that may have contributed to it. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.